Event description:
It was reported that the patient presented remotely via (B)(6). Review of the transmission revealed that the right atrial lead exhibited over-sensing noise causing inappropriate mode switch. The patient presented to the clinic and it was discovered that the insulation around the suture sleeve area degraded and caused the interior of the lead to be exposed. The lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.